Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application continuously displayed error to be reinstalled causing glucose readings to be inaccessible. Additional event or patient information is not available.